Manufacturer narrative:
A follow up report will be filed after the handpiece is received and the quality investigation has been completed. Product discarded by user facility.

Event description:
It was reported that the 25khz spetzler baracuda tip was being used in a craniotomy when the tip sleeve melted. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The customer comment of the tip sleeve melting was not duplicated or confirmed. Upon disassembly, there were no observed failures that could lead to the reported event. The device was cleaned, lubricated, and adjusted. Based on the manufacturer's instructions for use, lack of irrigation to the tip may cause or contribute to a melted tip, however this was not confirmed.

Event description:
It was reported that the 25khz spetzler baracuda tip was being used in a craniotomy when the tip sleeve melted. There were no patient or user injuries, and no adverse consequences.